Event description:
It was reported that the screen of the external pulse generator was cracked. The caller was notified that since the external pulse generator was older than five years of age, that it is no longer serviced. The status of the external pulse generator is unknown. No patient complications have been reported as a result of this event.